Event description:
It was reported that the customer experienced a low blood glucose level of 48 mg/dl. The customer also reported that her sensor stopped working after two days and there was an air bubble in her infusion set. The customer believes her low blood glucose level was due to her rheumatoid arthritis. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).